Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine and half year¿s post filter deployment, patient presented with abdominal pain. Approximately two years later, patient presented with chest pain. Approximately one year later, CT revealed there was focal thrombus seen at the apex of the ivc filter at the level of right renal vein and there was also an incidental note of a probable small filling defect in right lower lobe pulmonary artery branches suspicious for pe. CT angiogram revealed positive for acute right sided lobar and segmental pe. Approximately two months later, repeat CT revealed there were multiple small to moderate sized pe seen within the right lower lobe reduced in overall severity in comparison to the previous one. Approximately seven months later, CT revealed interim improvement in previously seen pe at the right lower lobe and a fragment of the ivc filter was seen within the pulmonary artery at the medial aspect of the right lower lobe. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2008), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure and previous mva with lower extremity fractures. At some time, post filter deployment, it was alleged that the filter and its struts were detached and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was reported that the detached strut migrated to pulmonary vascular branch in right lung. The current status of the patient is unknown.